Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, the reported event could not be confirmed. The photo provided confirmed residue on the cement. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. Possible probable causes could be loss of sterility, packaging, or manufacturing. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that during surgery black particles stuck to the cement while cementing legion oxinium femoral component. No back up was available. No delay to procedure or injury to patient reported.